Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported severe pain and impaired mobility a day after the trial implant procedure. Evaluation in the emergency department identified a hematoma. The trial leads were removed, and the patient was hospitalized. A magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed. The physician did not observe any factors during the procedure that could have contributed to the reported event, and a dural puncture was not suspected. The reported event persisted following the removal of trial leads.